Event description:
Patient called the fellow on call after hours to report that his digitrapper recorder went blank and it wouldn't turn back on. When it was brought back the next day we replaced the batteries and called medtronic to troubleshoot, but we couldn't get it to turn on.